Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and reported that this was a fluid ingress damage. The stm reported that multiple boards were damaged in the machine due to liquid or saline. After further troubleshooting the executive processor board, power management and backplane were damaged and the stm replaced those parts. The iabp passed all functional and safety tests to factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented an internal communication error. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented an internal communication error. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.